Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: asphere m spec 12/14 36 +1.5 hip femoral head; pinnacle mtl ins neut36idx50od hip acetabular liner; unknown hip acetabular cup; corail2 std size 10 hip femoral stem. Non-healthcare professional: attorney. (B)(4).

Event description:
Litigation alleges pain, elevated metal ion levels, instability and fluid build-up. After review of the revision operative note it confirmed metallosis. Ppf alleges elevated metal ion levels, fracture (component), metal wear and metallosis. Doi: (B)(6) 2011, dor: june 13, 2012, (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.